Manufacturer narrative:
Concomitant: product ID 3487a-33, lot# v394034, implanted: 2010-(B)(6), product type lead. Product ID 3487a-33, lot# v375102, implanted: 2010-(B)(6), product type lead. Product ID 3487a-33, lot# v277187, implanted: 2010-(B)(6), product type lead. (B)(4).

Event description:
The patient reported the same thing happened a second time; lead migration with the top one. Indication for use was complex regional pain syndrome type 1. Follow-up was performed to determine what steps were taken to resolve the reported event. This event will be updated if additional information is received.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37712, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID: 3487a-33, lot# v394034, implanted: (B)(6) 2010, product type: lead. Product ID 3487a-33, lot# v375102, implanted: (B)(6) 2010, product type: lead. Product ID 3487a-33, lot# v277187, implanted: (B)(6) 2010, product type: lead. Upon further review, eval code-conclusion no longer applies.

Event description:
Additional information received from a consumer reported that the patient¿s wires were migrating and the device was not working since sometime last year in 2015. This contradicts the earlier reported time frame of 2014. A manufacturer representative tried to reprogram the patient in (B)(6) 2016 but it wouldn't work and the reprogramming was unsuccessful. It was noted that the patient had a fall sometime 2016.